Event description:
It was reported that the patient did not announce a dinner meal, resulting in blood glucose rising to approximately 300 mg/dl and later measuring 248 mg/dl; the insulin set had expired and the patient replaced the infusion site, after which glucose values trended downward and stabilized. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose without alerts, alarms, or hospitalization. Investigation included case review and troubleshooting with user education regarding missed meal announcements and infusion set maintenance. Investigation of this case revealed user-related factors, specifically a missed meal announcement and an expired infusion set, with device function consistent with expected automated correction after site change. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed carbohydrate entry and infusion set management.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.